Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The granuflo dry acid 132 machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res checked the voltages at the control board and the recirculation motor and confirmed 120vac. Further visual analysis was performed which revealed the presence of burn damage at the mixer motor. A replacement mixer motor was ordered to resolve the issue. Follow-up was provided by the biomed who confirmed that the replacement mixer motor was received and installed. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination by the res revealed the presence of burn damage to the mixer motor. Therefore, the complaint has been deemed confirmed.

Event description:
The biomedical technician at the user facility reported that the dry acid mixer would not transfer. No treatments were impacted as a result of the event. Therefore, no patient involved. A fresenius regional equipment specialist (res) performed an on-site evaluation of the granuflo unit. The res checked the voltages at the control board and the recirculation motor and confirmed 120vac. Further visual analysis was performed which revealed the presence of burn damage at the mixer motor. A replacement mixer motor was ordered to resolve the issue. Follow-up was provided by the biomed who confirmed that the replacement mixer motor was received and installed. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No smoke was observed, and no flames or sparks were visible. No parts were available to be returned to the manufacturer for evaluation.